Event description:
Reported in journal article: letter to editor, circulation, vol 94, no 11, 12/1/96; p. 2994. The letter described a 31 yr old female who presented with shortness of breath two years post mitral valve replacement. Anticoagulation therapy was not well controlled. Echo revealed intermittent disc impingement. Reop revealed pannus ingrowth preventing the disc to freely open. The valve was replaced with another mitral prosthesis (co's). No product was returned for analysis.